Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, however, it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path without signs of struggle. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. No other defects or deficiencies were found during the investigation. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose level reached 21 mmol/l (378 mg/dl), while wearing the pod less than an hour on the arm. Hyperglycemia treated by changing pod and administering a pen injection.